Manufacturer narrative:
Dyspnoea and throat tightness assessed as serious and possibly related.

Event description:
This spontaneous case was received on (B)(6) 2013, from a consumer and concerned a male patient. The patient's medical history and concomitant medications were not reported. On (B)(6) 2013, the patient started treatment with perlane l (cross linked hyaluronic acid-lidocaine) injection, for an unknown indication. The batch number used was not reported. On an unknown date, the patient experienced his throat closing and shortness of breath after an injection of perlane-l. The patient stated he had a previous history of being hypersensitive to different unspecified drugs. This event occurred sporadically more than once on unknown dates. The patient took benadryl, which relieved the events; however, the events would reoccur after the benadryl wore off. The patient declined to provide further information. The outcome of the event was unknown. No further information was available at the time of the report. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4).